Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but no issues were observed. Physio confirmed proper device operation through functional and performance testing. The customer's original battery was then evaluated and the reported issue was verified. Physio observed that one of the battery cells failed and had depleted to 1.55 volts. When installed in a test device, the battery was only able to analyze, charge and shock one (1) time. The customer was provided with a both a replacement device and battery. (B)(4).

Event description:
The customer initially reported to physio-control that their battery was found to be in a very low state of charge. After an evaluation of the battery, it was determined that one of the cells had failed which could lead to an unexpected loss of power with their device. There was no patient use associated with the reported event.